Event description:
It was reported that 2 weeks ago the patient found out that the ¿wire was twisted¿ and the patient had a second surgery to repair it. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3889-41, lot# va0d2r7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# v689335, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).